Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The patient reported that the device in his back didn¿t cover enough of the pain area that he had a second stimulator implanted in his chest. No further complications were reported.